Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not transition to the warming-up state and the ilet bionic pancreas displayed a persistent pairing message due to an incorrect pairing code entry; the user had attempted to pair with a wrong code and required re-entry of the correct code. Symptoms included temporary loss of glucose data availability to the ilet with no adverse clinical symptoms reported. Outcomes included transient interruption of continuous glucose monitoring input without medical intervention. User support included user interview, device use review, and troubleshooting guidance. Investigation of this case revealed user error in entering an incorrect sensor pairing code, resulting in unsuccessful cgm pairing and delayed sensor warm-up, which resolved after input of the correct code. It was concluded, based on previously established findings for similar reports, that the cause was use error.